Manufacturer narrative:
H3: a software investigation analysis was initiated to determine the probable cause of the issue through review of the reported issue. Analysis found that as previously reported, after changing the digital intercommunication of medicine (dicom) tags on the scanner side, the issue resolved. Analysis found that the software functioned as designed. H6: fdm b01, fdr c19, and fdc d14 previously reported are applicable to the software analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant medical products: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735737, serial/lot #: 2.1.0, ubd: , UDI#: h3: no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system used outside of a procedure. It was reported that the system was sometimes unable to download MRI scans from picture archiving and communications system (pacs). It was noted that the issue was occurring intermittently from one scanner in particular. The system was usually able to download images from this scanner, but sometimes not. The system could query the images, but when a download was attempted, an error message displaying "cannot be downloaded, contact pacs administrator" would appear. The same images that the system would not download were able to be transferred to the system via usb or cd. The manufacturer representative stated that image quality was perfect, following protocol. Troubleshooting steps were performed. The manufacturer representative spoke with the site¿s pacs administrator. The stated that the scanner was old and sometimes, possibly related to networking activity, it may be doing something that the navigation system didn¿t like. The probable cause was suspected to be due to a possible issue with digital intercommunication of medicine (dicom) tags. No patient was present when the issue was identified.

Manufacturer narrative:
B5: summary updated with new information. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the rep for the scanner came in and changed the dicom tags on the scanner so that it would be able to transfer the scans via pacs.

Manufacturer narrative:
H3, h6: a medtronic representative went to the site to test the equipment. Testing revealed that no failures were found. The system performed as intended. Codes b01, c19 and d14 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.